Event description:
It was reported that the lead was removed due to perforation. High lead impedance was observed as well as poor sensing and pacing thresholds. Noise was noted during inappropriate therapy delivery. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.